Event description:
Two rapid rhino nasal haemostatic balloons from the same lot not holding air in balloon. Items were discarded due to blood. Manufacturer response for balloon, epistaxis, rapid rhino (per site reporter). Manufacturer was contacted to be made aware of the issue. Unfortunately the device was discarded, and photos were not taken. Staff was educated to at least provide photos if device was not saved. Smith & nephew asked follow-up questions about procedure, currently waiting on clinical staff to respond.